Manufacturer narrative:
The returned device was evaluated and the housing was punctured through the bottom housing vent and the top housing where the piezo is. The damage to the device affected the reservoirs integrity and the ability of the device to be downloaded. The cause of the reported event could not effectively be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 317 mg/dl after wearing the pod between 4 and 24 hours on the abdomen. Hyperglycemia treated by patient activating a new pod.